Event description:
Customer states that he received a report that a patient was being monitored on an zm-531 and a nellcor standalone spo2 device, and that different values were displayed by the devices. Per the patient's parent, the nk device read an spo2 of 90 and the nellcor device read an spo2 in the 60s. Ref # MFR 8030229-2014-00019.